Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) - his bundle lead exhibited oversensing that resulted in pacing inhibition. The rv-his bundle lead was revised and remains in use and a back up rv lead was added. One day post rv-his lead revision the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.